Event description:
Boston scientific received information that during this implant procedure, when the physician was placing this lead, it was observed that the lead was going in the wrong direction. Once the lead was positioned, the patient's blood pressure increased and a lead perforation was suspected due to the initial attempt in the wrong location. An echocardiogram was performed and validated that a perforation had occurred. A pericardial centesis was performed and fluid was removed. The system remains in service and the patient is stable at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.